Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. The event log confirmed the occurrence of the two reported errors. Syringe testing and occlusion testing were performed, and the issue was duplicated. The tapered spring slipped over the barrel rod collar. The combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out due to normal wear contributed to the motor issue. The technician replaced the tappered spring and barrel clamp rod. The technician also replaced the motor assembly (stepper motor included), worm gear, leadscrew and clutch halves. Preventative maintenance was performed along with all functional testing.

Event description:
Information was received indicating that the medfusion 3500 pump displayed a syringe size sensor error and motor error. There were no adverse events reported.